Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2021. The investigation of the returned device and photograph were completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual inspection of the returned sample determined that the breast implant was found to be ruptured and received incomplete. Only the patch of the product was received. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine-needle aspiration if the cyst is large or uncomfortable. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4) on (B)(6) 2021 mentor became aware that it erroneously placed an incorrect statement in b5 of the initial report submitted. The incorrect statement is as follows: as a result, replacement with a 550cc mentor memorygel breast implant was performed on (B)(6) 2021. The correct statement is as follows: as a result, replacement with a 550cc mentor memorygel breast implant was performed on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cyst/asymmetry/cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 550cc mentor memorygel breast implant experienced left sided ruptured, asymmetry, cutaneous contour deformity, and breast cyst post procedure. The left implant is lateralized with the left nipple areolar complex being lower than the right. A cystic lesion was identified through mammography and ultrasound. As a result, replacement with a 550cc mentor memorygel breast implant was performed on (B)(6) 2021. The rupture was discovered with explant.